Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead displayed high and unstable thresholds. Approximately thirty minutes later, the patient decompensated, and the device delivered multiple defibrillation therapies which were successful. It was also reported that pacing after the shock at maximum output showed failure to capture. The physician attributed failure to capture was a result of cardiogenic shock. The patient ¿coded¿ multiple times, the bi-ventricular implantable cardioverter defibrillator (ICD) procedure was abandoned and a single chamber ICD was implanted due to the patient¿s low ejection fraction and for pacing support. The patient was transferred to the intensive care unit where medical intervention was applied. The patient ¿coded¿ multiple times and was pronounced deceased. The cause of death was reported to be due to cardiogenic shock.